Event description:
The customer reported disparities between blood glucose and sensor glucose values. The sensor glucose value was 109 mg/dl. And the blood glucose value was 380 mg/dl. At the time of the phone call with the helpline. The customer reported receiving low predict alerts from the insulin pump when the customer's blood glucose values were actually high. The helpline advised the customer not to treat based on the sensor glucose readings. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.